Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, the ventilator failed pre-use check and water entered the air gas modules from the connected compressors mini. The air gas module was replaced. The issue has been resolved and the device was put back into clinical use. The air gas module regulates the inspiratory gas flow and gas mixture. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The cause of the issue was related to malfunctioning compressor mini, however the root cause to the reported problem has not been determined.